Event description:
Customer reported that the t:slim x2 pump battery would not charge. There was no adverse impact to the customer's blood glucose level. The issue was resolved by using a third-party charging cable and wall adapter, although the original tandem charging accessories failed to work. Technical support advised using non-tandem charging cables for troubleshooting and arranged to send a replacement tandem wall adapter and charging cable via two-day shipping.